Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro silicone jaw boot melted and dislodged from the jaw. The surgeon successfully retrieved the silicon component out of the pt through the original incision. The hospital did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.